Event description:
A malfunction occurred on the customer's pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer managed the high blood glucose by using a correction injection via manual daily injections and did not require assistance from a third party. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.